Event description:
It has been reported to us that during the procedure the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician performed intervention on the vessel and deflated the occlusion balloon. The physician reinflated the occlusion balloon for the second occlusion. The physician performed stenting on the vessel. The physician attempted to deflate the occlusion balloon, however, it would not deflate when required. The physician used the method referenced in the instruction for use and cut the occlusion balloon wire and deflated the occlusion balloon without any issue. The device was discarded and will not be returned for evaluation.

Manufacturer narrative:
The customer has indicated that the subject device was discarded and will not be returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and a review of the device history record will be conducted. Device discarded - not returned for eval.